Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred in (B)(6) 2016 at (B)(6). -device explant due to the ongoing gerd occurred without issue on (B)(6) 2018 by dr. (B)(6) at (B)(6). A fundoplication was performed at the time of removal. -device was found in the correct position/geometry.